Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Seven years or more have passed since the subject device was manufactured. There was no similar service record for the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was caused by the aging deterioration of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the lamp error occurred with the error code e105 due to a failure of the led unit. Sorc also found the power cord disconnection and the battery consumption. According to the repair reception slip, the user sent the subject device to sorc as a second-hand item to be sold. There was no report of patient injury associated with this event.